Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the device has been repaired and defective parts have been replaced.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Angle wire ruptured inside the staycoil. Ift many buckles. Not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event occurred at the time of during inspection. There was no report of patient harm.